Event description:
It was reported that, "doctor doing surgery for a bipolar hip replacement felt there was a crack in femur, asked for a cable. Nurse proceeded to open package, cellophane in box, integrity was not compromised. Inside package opened. Contents sterile. Nurse stated no expiration date on box. Doctor stated open package."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.